Manufacturer narrative:
Initial.

Event description:
It was reported that after a high glucose event, the patient changed the infusion set and then entered multiple meal announcements to correct glucose, totaling five usual meals, which led to a severe low reported at 39 mg/dl. Oral glucose and snacks were used to restore levels, and education was provided that meals must not be used for correction. Symptoms included hypoglycemia without reported clinical symptoms. Outcomes included an unexpected medical intervention in the form of medication, specifically oral glucose. Investigation included communication with the patient and caregiver and analysis of information they provided. Investigation of this case revealed no device problem, with a usage problem identified and an improper or incorrect method of use; the device component context involved the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. The event resolved after treatment and education that meals are not to be used for correction.